Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 40 mg/dl. Customer was treated with cola. Customer stated that they were using auto mode. Customer did not allege insulin pump for over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer declined troubleshooting. The insulin pump will not be returned for analysis.